Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular exhibited high capture thresholds. A chest x-ray was performed and it was discovered that the lead had dislodged. The lead was re positioned. The patient was in stable condition.